Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10g19078 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following. On (B)(6) 2011, the patient developed peritonitis. Treatment was not reported and the patient was recovering. Dianeal therapy was ongoing. Concomitant medications were not reported. The reporter stated the peritonitis was unrelated to the dianeal therapy.